Event description:
It was reported "clinician involved in PICC insertion utilizing sherlock 3cg tip confirmation system states that the 3cg signal was lost during PICC insertion and did not return despite routine troubleshooting such as confirming connections and flushing lumen with ns. Clinician feels that the magnetic tip on the stylet appears 'short'. No patient harm reported."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5405 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported "clinician involved in PICC insertion utilizing sherlock 3cg tip confirmation system states that the 3cg signal was lost during PICC insertion and did not return despite routine troubleshooting such as confirming connections and flushing lumen with ns. Clinician feels that the magnetic tip on the stylet appears "short". Customer has retained stylet for internal processing by risk management department. No patient harm reported." Additional information: it was reported via medwatch "three instances of the following: during PICC placement, noted difficulty with PICC placement with sherlock number one. The magnetic strip at the end the PICC looks shorter than usual." This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of refx5405 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (refx5405) have been reported from the same facility.